Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Concomitant medical products: a mentor memorygel breast implant 350cc , catalog number 3503501bc, sn (B)(4), lot 5743871. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and experienced left side capsular contracture baker grade ii and left side rupture. As a result, the patient had undergone removal and replacement with non-mentor breast implant on (B)(6) 2020.